Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he received a stryker hip on (B)(6) 2009 in which a 40mm metal head was implanted. The patient alleges testing revealed elevated metal levels in his blood, a benign tumor, and failure of the implant.on follow-up, patient stated that his hip has not been revised and that he has retained counsel. Patient was advised to have their counsel contact the legal department. Update 10/october/2019: rep reported that the patient's left hip was revised due to pseudo-tumor. Intra-operatively, darkened necrotic tissue and trunnionosis were observed. The patient's 40 +4 lfit head was revised to a ceramic head with sleeve. The accolade tmzf stem was retained as well as the competitor liner and shell. Rep reported that no further information will be available.